Manufacturer narrative:
Available details indicate that the device is determined to have reached it's end of support status. The customer was made aware of the end-of-life terms and was advised to remove the device from service. The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device is not expected to be returned for additional investigation as no replacement will be provided. Device remains at the customer site.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the defibrillator test failed.